Manufacturer narrative:
The device was returned for analysis. The reported loose/intermittent connection-stopcock was unable to be confirmed. The reported leak-stopcock was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident from this lot. The investigation determined the reported leak-stopcock appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.e1: phone updated from (B)(6).

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional vascular device referenced are filed under separate medwatch report number.

Event description:
It was reported that two indeflators could not keep good pressure as the stopcock was noted to have a loose connection during the procedure. The first indeflator was noted to be have a leak at the stopcock. A new indeflator was opened however; had the same issue. It was attempted to connect a non-abbott stopcock, but device was still leaking. It was then attempted to connect the indeflator directly; however, the luer lock leaked and were still not able to connect properly. A non-abbott device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay reported. No additional information was provided.